Manufacturer narrative:
Philips has investigated this complaint. Field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Upon troubleshooting actions, the fse examined the pdu fan tray and dcps, discovered that the board had sustained damage and both components were defective. The defective pdu fantray and dcps was returned for analysis, and it was concluded that the cause of the issue was defective 24v power supply unit. Fse replaced the pdu fantray and dcps. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.